Event description:
As reported: "a patient who had implanted the palate before, twisted his/her hand, complained of pain. Confirming that the plate was broken, the broken plated was replaced with a compression plate on (B)(6) 2020."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received plate was found to be broken at the center hole position. The fracture analysis represents shiny surface, which is generally a sign of fatigue fracture, when the device gradually breaks from one side and rubs against each other due to high repeated cyclic loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by patient activity, high load on the device. Which is also clear from the statement that the patient twisted their hand. Strenuous load activity on the load sharing device eventually resulted in fatigue fracture. The IFU clearly provides a warning that: ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ if any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a patient who had implanted the palate before, twisted his/her hand, complained of pain. Confirming that the plate was broken, the broken plated was replaced with a compression plate on (B)(6) 2020."